Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and exhibited symptoms of a loose implant. Update rec'd (B)(6) 2014-pfs and medical records received. Part/lot was provided. After review of the medical records a dor was provided. The revision operative note indicated the patient had a loose cup and a loose stem due to a fractured femur. It should also be noted the patient had a poly liner implanted, not metal. The cup, screws and stem are being added to the complaint. The complaint was updated on: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).